Manufacturer narrative:
Visual assessment of the device shows no ts or suture remain on the inserter. No ts or suture were returned. The actuator is in its t2 pre-deployment position indicating a deployment of t1 and pre-deployment of t2. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Dimensional assessment of the needle found it to meet print specifications. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the t1 implant deployed the t2 implant released unintended immediately afterwards from the fast-fix 360 curved insertion device. The initial report indicates that no patient injury was associated with the alleged event and that it was unknown if there was a surgical delay.